Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If force is applied to the proximal end of the pusher assembly during advancement, damage such as this may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils. During the procedure, while advancing the ruby coil into a lantern delivery microcatheter (lantern) it was noticed that the ruby coil pusher assembly was kinked; therefore, the ruby coil was removed. The procedure was completed using three new ruby coils and the same lantern. The physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.